Event description:
It was reported that a patient using the ilet bionic pancreas experienced recurrent blood glucose fluctuations, with sensor-reported values as high as 400 mg/dl followed by lows down to 40 mg/dl, and the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included additional user training arranged by support. Investigation included user troubleshooting and education and case review, with no alerts or alarms reported. Investigation of this case revealed cause unclear for the reported hyperglycemia and subsequent hypoglycemia, and no device alerts or component-specific malfunctions were identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.